Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed that the data from the event had been overwritten. Manual suspends were observed in the black box. During testing, the ez-prime steps were performed correctly. The pump was exercised for 24 hours and no ¿auto-suspend¿ or other warnings/alarms occurred. The pump was found to be suspend/resume correctly. The complaint of a suspend issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.